Event description:
A nurse reported that a pt undergoing cataract surgery, sustained a ruptured posterior capsule. The surgeon was able to complete the surgery. No further details were provided, however, add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and no problems were found. The system was then tested and met product specifications. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause of the customer reported problem could not be determined. B)(4).